Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services the l1 cable on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system was burnt. The thermal damage was discovered during troubleshooting after the biomed initially contacted fresenius technical services when minncare did not show presence until the end of dwell phase. It was reported that the l1 and l3 cables were reversed on the motor protection switch. The v30s also appeared to be sticking in the open position. The biomed requested an onsite evaluation by a fresenius service technician (fst). During follow-up the biomed confirmed the thermal damage and provided additional information. There was no other thermal damage observed within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. No parts were replaced as a result of the thermal damage. The ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. There were no related alarms that occurred. The thermal overload switch did not trip. There were no blown fuses in the local power supply. The biomed confirmed that a storm had occurred in the area a few days prior on (B)(6) 2023 and the power went on and off. Following the storm power was also temporarily cut to certain areas in order to fully restore power. With regard to the initial issue the biomed clarified that the clinic was not using air-conditioning (ac) and the system would short during chemical disinfection from getting too hot and would not complete until the system returned to a normal temperature. The biomed confirmed that an fst came onsite to evaluate the machine and the valve 30s along the chemical inlet filter were replaced to resolve this issue. Chemical disinfection was performed in which it took nine minutes within the distribution cycle to get a positive result. No additional repairs were made to the ro system following the fst onsite visit. The biomed stated that a chemical disinfection will be performed to confirm that the system is fully restored. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A photograph was provided by the customer. The reported thermal damage was confirmed by the manufacturer through review of the photograph. The thermal damage was identified during troubleshooting and was not the result of a device malfunction. The thermal damage was most likely caused by a bad electrical contact between the cable lug and its contact pin at the motor protection switch. The contact may have become a bit loose during transport and the operational qualification, in which the monitor hood will be opened. It can also not be excluded that this blade receptacle does not have the optimal dimension for a good electrical contact. The bad contact resulted in a higher contact resistance and respectively higher thermal stress, which resulted in the found thermal damage. According the complaint intake information the affected wiring and cable lug was not replaced. As those parts are supplier parts, no sncr can be initiated. A review for similar complaints is not required in this case. It is recommended to replace the wiring (connection between motor protection switch and contactor and also power cord), as these parts can be pre-damaged by the thermal stress.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services the l1 cable on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system was burnt. The thermal damage was discovered during troubleshooting after the biomed initially contacted fresenius technical services when minncare did not show presence until the end of dwell phase. It was reported that the l1 and l3 cables were reversed on the motor protection switch. The v30s also appeared to be sticking in the open position. The biomed requested an onsite evaluation by a fresenius service technician (fst). During follow-up the biomed confirmed the thermal damage and provided additional information. There was no other thermal damage observed within the ro system. There was no observed burning smell, smoke, spark, flame, or arcing. No parts were replaced as a result of the thermal damage. The ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the thermal damage. There were no related alarms that occurred. The thermal overload switch did not trip. There were no blown fuses in the local power supply. The biomed confirmed that a storm had occurred in the area a few days prior on 5/1/2023 and the power went on and off. Following the storm power was also temporarily cut to certain areas in order to fully restore power. With regard to the initial issue the biomed clarified that the clinic was not using air-conditioning (ac) and the system would short during chemical disinfection from getting too hot and would not complete until the system returned to a normal temperature. The biomed confirmed that an fst came onsite to evaluate the machine and the valve 30s along the chemical inlet filter were replaced to resolve this issue. Chemical disinfection was performed in which it took nine minutes within the distribution cycle to get a positive result. No additional repairs were made to the ro system following the fst onsite visit. The biomed stated that a chemical disinfection will be performed to confirm that the system is fully restored. No parts were returned to the manufacturer for physical evaluation.